Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of the hospitalization was below 45 mg/dl. Customer stated that her insulin pump was malfunctioning because it alarmed motor error and over delivered insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and it was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the basic occlusion and occlusion test due to motor error alarm. Unit had missing end cap sticker, scratched display window, cracked battery tube and reservoir tube lip.